Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the downstream occlusion (dso) sensor seal was worn, starting to bubble up. The device's event history log was unable to be reviewed. Three accuracy tests were conducted. Upon testing, the reported problem was unable to be duplicated. The most probable cause would have been the customer's accuracy testing method used. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device failed the volume test several times for under-infusing. Event occurred during testing, no patient involvement.

Manufacturer narrative:
Other, other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.